Event description:
It was reported that the ilet pump¿s touchscreen sustained damage after the user fell down a steep hill and landed on the side of the pump, resulting in a fractured touchscreen and loss of device usability; the user wears a dexcom g7 and had a form of backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component consistent with impact damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.